Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Initial reporter -the article was written by sabir et al; hand surgery, vol. 19, no. 3 (2014) 405¿408. 510k number - unknown. Manufacture date ¿ unknown.

Event description:
Information was received based on review of a journal article titled, ¿tardy posterior interosseous nerve palsy following total elbow arthroplasty: report of a case, literature review and a classification system", that after a total elbow arthroplasty (tea) that a rare event called tardy posterior interosseous nerve palsy (tpinp) can occur. This article follows the case of a (B)(6) year old female that had tardy posterior interosseous nerve following total elbow arthroplasty for rheumatoid arthritis. The patient was neurologically intact immediately following surgery but developed loss of active finger and thumb extension within 12 hours following surgery. Expectant management was adapted. The palsy recovered fully without the need of surgical intervention. Eleven other cases are mentioned, with one of the male patients being revised after nineteen years of implantation with removal of the plate and a tendon transfer to regain power.